Event description:
A facility reported a microsensor (ID 826851) was implanted on (B)(6) 2026. The microsensor worked fine when implanted, coiled properly and went to MRI. Upon return, it was reconnected to the cerelink system, which displayed an error indicating "sensor or extension cable failure disconnect and replace cable or sensor". The microsensor was removed on (B)(6) 2026 and was not replaced due to the patient¿s improving clinical condition. According to the information provided, the patient was starting to move all four extremities and occasionally would obey commands-thought not consistent. The patient¿s diagnosis dai (diffuse axonal injury).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.